Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a shorter than expected remaining battery longevity was observed during an in-office device interrogation with the programmer. Updating the programmer software to obtain a correct remaining longevity estimate was discussed. The cardiac resync hronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.